Event description:
Pt 089 is a (B)(6) female who was enrolled in a contact lens study on (B)(6) 2010 involving only marketed contact lenses and lens care products. She was dispensed the air optix night and day aqua lenses -ciba vision-, clear care solutions -ciba vision-, aquify rewetting drops -ciba vision-, and unisol saline -alcon laboratories- on (B)(6) 2010. She successfully completed 1 month of wear for which she was seen on (B)(6) 2010. On or about (B)(6) 2010 she developed rapidly progressing symptoms of a corneal ulcer in her left eye while on vacation in (B)(6). She did not seek treatment, advice or contact a dr until she drove back home -(B)(6)- on sunday night (B)(6) 2010. She presented to the emergency room of a county hospital in (B)(6) that night. She was admitted overnight, cultured and aggressively treated at that facility through (B)(6) 2010 correspondence with the ophthalmologists on staff there noted a pseudomonas corneal ulcer -about 5 mm- in the 9:00-12:00 quadrant of her left cornea involving her visual axis. The pt transferred her treatment to our facility under the care of a corneal specialist on (B)(6) 2010. The ulcer was improving but not resolved, it epithelialized on (B)(6) 2010. Currently her vision is 20/100 which improves with pinholes and squinting. She continues to be monitored. Dose or amount: one contact lens. Frequency: daily wear. Route: ophthalmic. Dates of use: daily wear, (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: vision correction.